Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cable built inside was damaged (kink/breakage) by stress applied to the insertion section and universal cord, causing the suggested event. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image¿. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image. Also, evaluation found the distal end plastic cover had minor dents and chips, the bending section cover was stretched, the bending section cover adhesive was lifting, the light guide lens was scratched, the charged coupled device shrink tube was cut, the insertion tube was dented, the ring gauge failed, the insertion tube insulation failed, the light guide tube was buckled, and the control knob had grinding. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope showed nothing and had strange red dots. The issue occurred when preparing the scope for use. There was no reported patient harm or impact due to this event.